Manufacturer narrative:
(B)(4). The run data file was reviewed. The signals indicate that the elevated wbc count in the platelet product could be the result of a continuous escape of wbcs from the lrs chamber late in the procedure. It is possible that this could be donor related. Investigation eval and corrective actions are in progress. A f/u report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in the platelet product. No medical intervention was necessary. Donor unit number: (B)(4). The disposable kit was not available for return because the kit was discarded on the same day as the procedure. This report is being filed due to device malfunction that has the potential for injury.